Event description:
On january 20, 2020, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation since the reporter was unable to be reached by phone for additional information. The reporter stated that the alleged meter inaccuracy occurred on (B)(6) 2020 at around 12:00 pm. The reporter claimed the patient obtained an alleged inaccurate high result of ¿5.0 mmol/l¿ with the subject meter. The patient manages her diabetes with a combination of insulin (human r and lantus). It was not reported if the patient made any changes to her usual diabetes management regimen in response the alleged issue. The reporter claimed the patient developed symptoms of feeling ¿weak¿ and had ¿fallen¿ on (B)(6) 2020 at around 12:00 pm, after the alleged issue began. The reporter claimed it took 20 minutes for the patient to be transported by ambulance to hospital. The reporter claimed the patient¿s blood glucose was measured at ¿3 point something mmol/l¿ on the hospital meter but was unable to confirm the treatment received. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event requiring medical intervention, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.